Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. It was also reported that the patient had a uni tka approximately 2005-2006. It was identified as a sigma uni size 3 femur and a all poly tibia size unknown. Both implants did not show any catalog or lot numbers. No lot or catalog numbers available. Patient fell and was suspected to have knocked her tibia loose. Intra-op it was shown to have a loose tibia. Both parts were removed. She was revised to a tc3. Case went well, she has full range of motion from flexion through extension. Doi: 2005-2006. Dor: (B)(6) 2019; right knee.